Event description:
The customer reported that companion 2 driver's right side pressure was high and could not be adjusted. The pt was switched to a backup driver without adverse impact. This alleged failure mode poses a low risk to the pt, because it would not prevent the companion 2 driver from performing its life-sustaining functions. High right side pressure maintains full eject in the syncardia temporary total artificial heart (tah-t) right ventricle and has no adverse effect on the pt. The companion 2 driver will be returned for eval, and the results of the investigation will be provided in a supplemental MDR.